Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
Upon opening the package of the device prior to device manipulation, the physician noticed that the wire guide tip was frayed. Another device was used instead. The device did not make patient contact, and there were no injuries or additional medical intervention.